Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the 4-way valve was stuck which caused the unit to shut down, which confirmed the original complaint issue. Unit showing one red and two green which is valve stuck and not shifting. However, the underlying cause could not be determined.

Event description:
It was reported that the (B)(4) concentrator runs for a second and then immediately shuts down.

Event description:
It was reported that the irc5po2v concentrator runs for a second and then immediately shuts down.